Manufacturer narrative:
It was reported that the patient returned with slow heart rate and aortic regurgitation after almost one year of device implant was reported. Left ventricular ejection fraction was reduced. The patient was experiencing no symptoms and no hospitalization or intervention was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1036_patient site ID: (B)(6). It was reported that on 08 (B)(6) 2022, a 19mm regent aortic valve was implanted successfully. On (B)(6) 2023, the patient returned with slow heart rate and aortic regurgitation. Left ventricular ejection fraction was reduced. The patient was experiencing no symptoms. No hospitalization or intervention was performed however, the physican did not consider the central regurgitation satisfactory.